Event description:
During cataract surgery (right eye) an occlusion occurred in the phaco handpiece, resulting in a wound burn. This prevented the wound to self close. The wound was sutured and resure sealant was applied. Physician described the area as a "burn". Could not distinguish if it was the tip (disposable) on the handpiece (non-disposable) which overheated and caused the burn. During occlusion tip was irrigated and flushed which is a normal procedure when occlusion error occurs on the machine. Waiting for evaluation report from manufacturer.